Event description:
It was reported to boston scientific corporation that a endovive safety peg - push method was used during an initial percutaneous endoscopic gastrostomy procedure on a female patient. According to the complainant, a 2cm incision was made, however, difficulty was encountered while trying to pull the peg tube catheter through the stomach causing trauma to the stomach wall. The procedure was completed by cutting the peg tube and reinserting into the stomach. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.